Event description:
It was reported that while using the echelon+ stapler for a sleeve gastrectomy. During the operation, when she tried to fire a green reload at the antrum, the stapler would not fire and was locked out. Upon stapler lockout, the knife could not be reversed, proceeded with manual override. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 989a87. Additional information was requested, and the following was obtained: source of information: obtained from the initial reporter on dd/mmm/yyyy or provided from knowledge as you were present in the case? Reported by nurse in case on (B)(6) 2022. Is the current patient status known? Current patient status is unknown, last checked with dr june on day of op ¿ patient was well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not that I am aware of, second echelon+ stapler and reload worked well and procedure carried on accordingly. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with a tyvek, and with an ecr60g reload loaded on the device. The reload was received partially fired 1/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 989a87, and no non-conformances were identified.